Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8336-50 serial#: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead; model#: sc-4316 lot#: 17079621 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection. Symptom of puss was noted around the ipg site. The patient was placed on antibiotics. It was not suspected that the infection was device nor procedure related and it was not known on what caused the infection. The patient underwent an explant procedure.